Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "concern with the product". Device remains implanted.

Event description:
Patient reported left side rupture and "concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ rupture: not observed openings during analysis. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted.